Event description:
The customer reported being hospitalized for high blood glucose of over 800mg/dl. The customer stated that the battery was removed out of her insulin pump at hospital, and the time and date was reset. The customer also stated that the device alarmed an error. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery several times before she went into hyperglycemia, but she did not know what the alarm meant. Ran a fixed prime and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.